Event description:
It was reported that during setup the female footpedal receiver on the generator could no longer accept the male pedal plug. There was backup device available and no delay or patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. A visual inspection observed that the footpedal port does not allow the footpedal to be fully inserted the lockring is stretched out. A functional evaluation revealed that most settings could not be tested due to the damaged footpedal port. The complaint was verified. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include misalignment of the connector when connecting to the unit receptacle in which excessive force or twisting could cause damage. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.